Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. According to the event description, the tip of the inner sheath was damaged. It was determined that the reported damage was most probably induced by thermo-mechanical fatigue. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Damaged sealing ring: the reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A damaged sealing ring is very likely to cause the inner sheath to leak. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿chapter 4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. /// 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. /// ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). /// warning: risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. /// damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ceramic tip on the sheath was damaged. The issue was found during maintenance, there was no procedure or patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the tip broken and the sealing ring was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.